Event description:
The svc report shows the customer reported that the 840 ventilator stop cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Svc has not been completed.